Event description:
The patient presented to the physician with two sutures protruding from the neck incision site. Examination revealed a superficial infection likely due to an immunologic reaction to the vicryl sutures. The physician clipped the exposed stitches and prescribed antibiotics. The patient returned to the physician for a follow-up appointment with improvement.